Manufacturer narrative:
(B)(4). The customer returned one guide wire in its advancer and an 18ga catheter over 20ga needle assembly for analysis. Signs of use in the form of biomaterial were observed on the guide wire assembly and catheter over needle assembly. Visual analysis revealed that there were two kinks towards the distal j-bend on the guide wire body causing it to appear misshapen. Microscopic examination revealed that both welds were full and intact. The kinks on the guide wire measured 14mm and 30m from the distal tip. The overall length of the guide wire measured 603mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.792mm , which is within the specification of 0.788mm-0.826mm per guide wire product drawing. The outer diameter of the needle cannula measured 0.03575" which is within the specification of 0.0355"-0.0360" per cannula product drawing. The inner diameter of the needle cannula measured 0.023" which is within the specification of 0.0230"-0.0245" per cannula product drawing. The outer diameter of the catheter body measured 0.05420" which is within the specification of 0.053"-0.055" per the 18ga catheter extrusion product drawing. The inner diameter of the catheter body measured 0.040" which is within the specification of 0.039"-0.041" per the 18ga catheter extrusion product drawing. The guide wire was functionally tested per the modified seldinger technique insertion steps using the catheter/needle assembly. The catheter/needle assembly may be used in place of the thin-wall introducer needle. Remove needle and syringe, leaving catheter in vessel and advance wire through IV catheter. The guide wire was inserted through the 18ga catheter from the catheter/needle assembly and the guide wire was able to pass with little to no difficulty. A manual tug test confirmed that both the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with the kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested.". The report of a swg kinked was confirmed through complaint investigation. Visual analysis revealed that the guide wire had two kinks towards the distal end. The guide wire and catheter met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Based on the customer report, the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported the user was unable to insert the spring wire guide into the catheter over needle because of resistance. The guidewire was slightly bent and the j-tip straight. A new kit was opened to complete the procedure. No injury to the patient was reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the user was unable to insert the spring wire guide into the catheter over needle because of resistance. The guidewire was slightly bent and the j-tip straight. A new kit was opened to complete the procedure. No injury to the patient was reported.